Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the patient experienced frequent occlusion errors on the infusion device despite changing accessories. As a result, the patient was admitted to the hospital with ketoacidosis. Information regarding treatment was not provided.